Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail reporting a problem with the tampon string experienced by her friend; the thread fell apart/ unraveled when picked up without being pulled. No injury was reported.